Event description:
An event involving a chemosafelock bag spike experienced no flow during patient use. The reporter stated ¿occlusion¿. There was no reported impact of the event on the patient and medical institution worker. The product is not contaminated with blood or body fluid. The event was noted after use. The quantity affected is 1, and the sample is available to be sent. The issue was found during patient use. Update: it was stated that, ¿when the user attempted to infuse solution, it didn't flow. One(1) actual sample was received in opened package condition. No anomalies, such as damage or deformation, were visually confirmed. After the actual sample was connected to a factory-retained saline bag and kl-msu3, liquid flow was checked under gravity. As a result, liquid did not flow at all. CT inspection was performed to further evaluate the internal components. The upper side of opening was confirmed to be clogged.¿ the reported issue was considered a production-origin issue based on the sample evaluation results. The lot number of the involved product is 13558166. The report initially came from (B)(6) , a nurse of (B)(6) hospital. The issue was not detected prior to direct patient use, it was noted during infusion. The medication used and mating devices were unknown. There was no serious injury or death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no medical or surgical intervention required. The device was changed out or replaced with no further problems encountered. The sample is available to be tested. The same lot device samples and mating device(s) are not available to be tested. Sample pictures are available showing the product involved, the packaging of the sample, the actual sample connected to kl-msu3, and the comparison of the actual sample and good sample. There was patient involvement but no harm in the event.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
A series of photos were shared by the customer, where a CT inspection inside the chemo where a comparison between a good and actual sample is observed. Where the "actual sample" looks to be occluded the fluid path in comparison with the "good sample" photo, another photos is shown how customer is trying to push / extract fluid from the set. One (1) used. List #kl-bs001u3, chemosafelock bag spike was returned for evaluation. As received no physical damage or anomalies were observed. No mating device was returned. The sample was cut and an errant solvent inside the fluid path of chemolok was observed. The complaint of occlusion can be confirmed. The probable cause was due to errant solvent applied during assembly process. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.